Manufacturer narrative:
E1: address line 2: (B)(6). An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. The image quality of the camera head was not good. The subject device will be sent back to olympus for further evaluation and repair. Based on the results of the investigation, a definitive root cause could not be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a camera head alignment issue. The issue was found during preparation for a therapeutic lap cholecystectomy procedure that was completed using the same set of equipment. There were no reports of patient harm.